Manufacturer narrative:
(B)(4). An authorized third party service engineer evaluated the device and determined the liquid crystal display (lcd) cable was faulty and needs to be replaced.

Event description:
It was reported that a ventilator had a blank display. There was no patient involvement.